Manufacturer narrative:
If implanted, give date: not applicable as lens was not implanted. If explanted, give date: not applicable as lens was not explanted. Attempts have been made to obtains missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that a aab00 28.0 diopter monofocal intraocular lens started to deliver into the patients left eye but was difficult to push forward to implant. Upon delivery the lens sliced in half and one half of the iol was in the patients eye the other half in the loader. The part of the lens that was in the eye was immediately removed. A replacement lens was implanted within the same procedure without further incidence. Reportedly there was no incision enlargement and no vitrectomy. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Corrected data: at the time of the initial report the concomitant product was known (1mtec30 cartridge) however was inadvertently not provided. The field has now been updated accordingly. Concomitant medical products: 1mtec30 cartridge, lot# unknown. Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar/other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.